Event description:
The customer contact reported that during testing at the user facility, it was noted that the device battery was swollen. There were no reports of any adverse patient events and no reported delays or critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Initial testing was done by a field service engineer at the user facility on 09/16/2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.